Manufacturer narrative:
The ra lead will be returned for laboratory analysis. No additional information is available. Once the ra lead is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found multiple puncture holes in the insulation approximately 6.2 cm from the lead's terminal pin. This damage was most likely due to a tool. Microscopic inspection of the lead helix found it to be in good condition without any signs of damage. Due to the holes in the insulation, pressure testing failed, next, resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observation of lead dislodgement. The damage found on the lead was most likely induced during the procedure.

Event description:
Boston scientific received information that during a revision procedure to replace a different lead, this right atrial (ra) lead became dislodged. Several attempts were made to reposition the lead but were unsuccessful. The ra lead was explanted and successfully replaced. No adverse patient effects were reported.